Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not practice proper cartridge air removal technique. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.